Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission indicated that the implantable cardioverter defibrillator (ICD) detected the rhythm as ventricular fibrillation (vf); however, the reviewer suspected that the rhythm could have been supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.